Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for multiple back operations. It was reported that patient had issues and concerns regarding his pain stimand he felt that it was not working. The date of the event was not provided. No symptoms were reported and no further complications were reported/anticipated.